Manufacturer narrative:
Batch review performed on 28 september 2020: lot 091218: (B)(4) items manufactured and released on 18-aug-2009. Expiration date: 2014-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on 28 september 2020: implants from ceramtec 38.39.7175.245.00 biolox forte ceramic ball head 12/14 ø 28 size s -3.5 (USA) (k073337) lot. 092498 lot 092498: (B)(4) items manufactured and released on 20-oct-2009. Expiration date: 2014-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: versafitcup dm 01.26.2856m double mobility liner 28/dmh (k083116) lot. 090257. Lot 090257: (B)(4) items manufactured and released on 31-may-2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 11 years and 8 months after primary surgery, reporting pain and the cause of the pain is unknown. The surgeon revised the quadra h std size 6 stem, femoral head and dm liner. The surgery was completed successfully.